Event description:
A customer reported that their pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level as it remained within the specified range. The customer continued to use the pump for insulin therapy.